Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
(B)(4). It was reported the pt's ipg shut itself down one time and displays a low battery warning. It was reported the ipg is being monitored twice per week to verify the unit continues to function with electrical output. No further info is available at this time.